Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0x6ql, implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The consumer reported not seeing any difference since implant. When the patient had the urge to go, the patient had a good stream but then there was leakage in the catheter bag. The patient was still dripping even after the settings were increased. On (B)(6) 2015, the patient had a misstep on a stair and caught himself, but that was when the patient felt a sudden discomfort with the pulsing. Stimulation as decreased due to the pulsing, but then had to increase again as he didn't feel anything anymore even though it was confirmed that the device was still on. The consumer will try increasing the amplitude until they can feel it comfortably and then see if it helps their symptoms. Outcome remains unknown. Follow-up was conducted to obtain additional information. The indication for use included gastrointestinal/pelvic floor.